Event description:
The patient reported he is receiving e4 (occlusion) alerts on his insulin infusion device whenever he tries to bolus. During troubleshooting, the patient stated he is reusing his prefilled glass insulin cartridges. He also stated he was given and is using two boxes of infusion sets with the expiration date of 07/2003. The patient was advised that this could be the cause of the occlusions. The patient stated he changes his adapter with every 3 - 4 cartridges. He was advised to change his adapter with every cartridge. The patient stated he is changing his infusion head set every 3-4 days and his tubing every 6-8 days. Replacement supplies were sent to the patient. On follow up, the patient stated he received the new supplies and changed his battery, adapter, cartridge, and infusion head set. He said as soon as the piston rod touched the black rubber stopper of the insulin cartridge, the infusion device alarmed an a4 (cartridge/adapter) alert. He stated he changed the cartridge and adapter and received the same alert. He stated the infusion device has a noisy operation and he is confident it is not working properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.